Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer stated that the numbers on the pump were scrolling without any input from the customer. Customer's blood glucose reading was 83 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip and window, cracked battery tube threads, minor scratches on the display window and a cracked case at the display window corners.